Event description:
The technician alleged the brake casters on the head end of the stretcher would swivel when the brake was applied. No patient impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.